Event description:
It was reported that five pts underwent an open posterior instrumented fusion (psf) with tlif procedure using a peek cage and infuse. At an unk time post-op, the pts presented with infection.

Manufacturer narrative:
(B)(4). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor the films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.